Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. At this time, the reported event was not duplicated however, the fse decided to replace the uim at the request of the customer, due to a logistics issue if this were to recur. At this time, vyaire medical failure analysis laboratory has not received the suspect uim for evaluation.

Event description:
The customer reported while in use a blank user interface module (uim) display however, the ventilator device continue to ventilate the patient. The customer reported no patient harm or injury was associated with this event.